Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 421 nmg/dl. The troubleshooting was performed. The customer was advised to change entire infusion set and reservoir as soon as possible. The customer was advised to return the infusion set and reservoir. The patient was advised if need further help to call us.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.